Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 22-may-2021, UDI#: (B)(4). H3. Analysis of the communicator found that it failed due to a damaged micro usb interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The patient reported via email that their controller won't charge any more, and the phone must be plugged in within 24 hours or it won't work. The patient tried many times to charge the controller, but they keep getting a message to charge it. The patient was sure it's about out of energy and they only use it once or twice a day. The patient reported it can't last much longer, and was asking for any ideas on how to get the charger to work. Additional information was received on 13-feb-2024 from the patient who reported that she has been trying to charge the communicator and her husband noticed the plastic around the port has melted and it could be a fire hazard. The communicator was not dropped and has not gotten wet. While on the call the patient mentioned she bolus's 2x a day. An email was sent to the repair department. No patient injury reported.